Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Doctor revised the patient's hip due to pain and instability. There was corrosion on the explanted head and the trunnion of the stem was worn to a point. A stryker stem, liner, and head were explanted. The stryker acetabular shell remained in patient. A stryker liner was implanted along with a competitor stem and head.